Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator indicating that the external paddles need to be replaced. The fse evaluated the device onsite and determined that the external blade was broken. To resolve the issue, the customer replaced the paddles using paddles from another device, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and testing conducted, the reported problem was determined to be caused by a defective external paddle. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The paddles were replaced and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.